Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the distal end. After opening the housing, the conductor wire was easily pulled out of the instrument. The length of the conductor wire that was pulled out was the approximately the same length of the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. A review of the instrument log for the instrument (pn 470179-19/lot # k12211203-0054) associated with this event was performed. Per logs, the instrument was last used on 30-may-2022 on system sk2992. The instrument had four uses remaining after the last use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this event is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar function of the monopolar curved scissors (mcs) instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.